Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of the death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. De-cased sensor and observed liquid contamination on pcba . Replaced sensor battery with known-good and successfully reprogrammed sensor to state 1(indicating the sensor was never activated by the customer). The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore the reported complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 6 (indicating abnormal termination). Unable to reprogram the returned sensor, therefore a linearity test could not be performed. Further investigation has been performed. The returned sensor was de-cased and liquid contamination was observed on the pcba (printed circuit board assembly). Due to the contamination, the sensor data could not be extracted resulting in the inability to reprogram the sensor to perform a linearity test. Therefore, this issue is not able to be tested further. All pertinent information available to abbott diabetes care has been submitted. Additional information- section d4 (expiration date) has been updated based on returned product download. Section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated to (B)(6)

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of the death, serious injury, or mistreatment associated with this event.